Manufacturer narrative:
No additional information was provided. Additional information has been requested from the FDA regarding the medwatch report. Additional report will be filed if determined to be needed.

Event description:
It was discovered during a maude database review that a medwatch report was filed that stated "feeding tube held in place by hollister ftad device. Feeding infusion administered. Noted patient developed respiratory distress, suctioned and returns look like feeding tube solution. O2 was started at 6i. O2 stats that had dropped to 80s now back in 90s. Continue to have respiratory distress. A rapid response team was called. Stats down suctioned feeding solution. Noted most of feeding tube was out of the nostril and ftad was in place. Patient's o2 up and transferred to ICU". Additional information has been requested from FDA.